Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, mean pressure gradient of 3mmhg, presence of aortic insufficiency, presence of lipomatus septum, presence of tenting, and aortic hugger. A mitraclip xtw was advanced to the mitral valve and a plus 90 degree knob was applied for aorta hugger correction. While establishing final arm angle (efaa) was performed, but during deployment and lock line removal, the clip opened from 5 degrees to approximately 20 degrees. After complete release, a jet appeared lateral to the clip. To stabilize the clip that opened while locked and to reduce the residual mr, a mitraclip nt was then implanted lateral to the first clip. It was noted the gradient increased to a grade of 6mmhg. The physician was satisfied with the result. The procedure was completed with two clips implanted. The clips were stable on the leaflets. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult or delayed positioning (anatomy) appears to be due to patient anatomy. The cause of the reported unintended movement (clip open ¿ locked/ cowl) associated with the apparent cowl could not be determined. The cause of the reported mitral stenosis cannot be determined. Additionally, the reported patient effect of mitral stenosis is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿two (2) fluoroscopic still images were provided. The first image titled "(B)(4)" shows a single fully deployed clip; there is no cds or sgc in view indicating the image was taken post deployment (mechanical separation) of the first implanted clip (reported device). The second image titled "cn-197365 image 2" was taken post deployment of the second implanted clip (no reported issue) which can be seen laterally to the first clip (reported device). In both images, the clip arm angle of the first clip (reported device) appears to be ~20° - 25°. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent that the first clip (reported device) is opened to a larger degree than the second clip (no issue) which appears to be in a fully closed position (~10°), as observed in the second image. The provided fluoro still images align with the incident details that the post deployment clip arm angle was ~20 - 25°. However, it should be noted that per the instructions for use, after the lock line is removed (per step 26.1.2), step 26.1.3 instructs the user to conduct the second efaa check and provides the following note: "the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position". Per the IFU and by design, the user is able to close the clip after the lock line is removed and is instructed to do so if the clip arm angle is observed to change during these steps. Based on the reported incident details, it is unclear if the user performed step 26.1.3, as described. After the clip was observed to open to ~20° during lock line removal, the user should have re-closed the clip and conducted the second efaa check in accordance with the IFU. Corresponding device manipulations (e.g. Lock line removal, efaa check, actuator detachment) performed during each of the views cannot be determined in the fluoro images provided. As such, it is recommended that follow up be sent to the account to verify the discrepancy between the reported incident details and IFU steps. If the user failed to attempt re-closure of the clip after lock line removal and / or did not perform step 33.1.3, this indicates a potential use error which resulted in the clip being deployed at the observed ~20 - 25° in the images provided. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the images provided.

Event description:
N/a